Event description:
Information received by medtronic indicated customer reported they received no delivery since high blood glucose began. Customer stated that the drive support cap was slightly indented. Customer's blood glucose level was 200 mg/dl at the time of incident. Customer's blood glucose level at the time of call was 169 mg/dl. Customer was treated with manual injection or insulin pen. Customer was assisted for troubleshooting. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.